Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an acl surgery, while adjusting and pulling the graft into the femur, the threads of the adjustable loop button have been broken. The device was removed with forceps and tweezers. The procedure was completed without delay using a back-up device in the same bone hole. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in an original box with the batch number of the complaint. The ultrabutton was returned with the flip suture still in a side hole. The blue/white suture was returned off the ultrabutton with the finger loops intact. The adjustable loops have been cut in one section. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification for the suture found that certificate of conformity is required for each shipment. Traceability between lot # on c of c and lot # on supporting data is required. Verify tensile strength complies with the ¿straight pull braid strength (no knot)¿. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or contact with a sharp grasper/instrument. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in an original box with the batch number of the complaint. The ultrabutton was returned with the flip suture still in a side hole. The blue/white suture was returned off the ultrabutton with the finger loops intact. The adjustable loops have been cut in one section. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the use of a sharp grasper/instrument. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification for the suture found that certificate of conformity is required for each shipment. 1. Certificate of conformity required with each shipment. Data is required. 2. Verify tensile strength complies with the ¿straight pull braid strength (no knot)¿. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include factors that could have contributed to the reported event include (1) excessive force (2) contact with a sharp grasper/instrument. No containment or corrective actions are recommended at this time.